Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of atrial fibrillation could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s heart rate increased to a fast rate of 120. As patient tried to assist nurse heart rate continued to increase up to 140. Once the nurse placed the patient back into bed, their heart rate began to decrease to 107 with some fluctuation. Patient remained asymptomatic throughout. EKG was performed and demonstrated a fibrilation with rapid ventricular rate. The patient was started on metropolol 12.5 bid. The patient transferred back down to the cardiothoracic intensive care unit per cardiology team. Patient was rapid ventricular rate converted back to normal sinus rhythm same day.